Event description:
Smartsite extension set failed when attached to the insite angiocath. Could not obtain blood return on a good IV. Replaced with another and it worked just fine. I was able to get good blood return. FDA safety report ID# (B)(4).